Event description:
Sensorwire frayed; noted before use on patient so no patient harm.======================manufacturer response for nitrinol wire, (brand not provided) (per site reporter).======================rep was notified.